Manufacturer narrative:
Other applicable components are: product ID: 7482a51, serial#: (B)(4), product type: extension. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 01-may-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the doctor reported the patient had experienced shocking sensations along their extension wire in their right neck. There were no known causes. Impedances checks were done and looked ok. It didn¿t change with different positions. The hcp had the patient turn their dbs off and the patient was still experiencing shocks. The issue wasn¿t resolved and no known surgical interventions were planned or performed.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 7482a51, serial# (B)(4). Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller got an email from the managing physician indicating the patient was experiencing a shocking sensation. The shocking sensation occurred along the extension on the right-side ear and sometimes in the jaw. They checked position changes, and nothing changed with the shocking sensations. The physician indicated that the impedance values were normal and hadn¿t changed. Shocking did occur with the stimulation turned off. The physician thought it might be neuralgia or trigeminal neuralgia. The reason for the call was to ask for MRI guidelines.